Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 22 months different values of pacing measurements in bipolar 0.5v and in unipolar 1.75v were reported. The lead was left in the patient and pacing and sensing were reprogrammed to unipolar. No adverse patient side effects have been reported.